Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) experienced an increase in heart rate with a decrease in maximum tracking rate (mtr). Technical services (ts) reviewed the most recent pacemaker-mediated tachycardia (pmt) episode and clinical notes. The patient heart rate appears to be sinus-driven with some breakthrough activity. A reduction in the mtr was suggested however it cannot be guaranteed that the patient is not appropriately tracking or experiencing breakthrough. Additionally, the patient magnetic resonance imaging (MRI) maximum pacing rate is limited to 100 bpm. As of this time, this crt-d remains in service. No adverse patient effects were reported.